Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture despite maximum device outputs. X-ray revealed the lead had dislodged. Therefore, a revision procedure was performed and the lead was explanted and replaced with another boston scientific lead. The explanted lead was disposed of following explant. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on the available information, although no product has been returned, we have determined that dislodged or dislocated is a known inherent risk with use of this product.